Manufacturer narrative:
Concomitant medical products: 4068-45 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.